Manufacturer narrative:
The reported experience of pole clamp becomes stripped could not be investigated as no devices were provided for this investigation. The file was opened for the purpose of documenting a possible event reported by the customer. No further investigation of this event is possible currently. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that occasionally the pole clamp becomes stripped and is replaced by biomed. No patient involvement.